Event description:
The child's parents reported the child no longer responds to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation suegery had not been scheduled as of the date of this report.